Manufacturer narrative:
B3: event date is unknown. H3: product analysis #(B)(6): product:955-525, lot no:72052: analysis confirmed that deformation of the fix ring and fix nut was observed during the incoming inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare professional, service & repair) regard ing a flex arm having spinal therapy. It was reported that there were times when the joint part did not harden/fixate. Event occurred after the surgery when a nurse contacted the distributor. There was no patient involvement in this event. There was no further complications reported regarding the event.